Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The foreign material failure mode was confirmed. However, it was not a bug but a small piece of plastic film. Physical examination of the returned product and additional testing by our team concluded that possible root causes could be attributed to: manufacturing/assembly error in, incorrect or inadequate packaging and severe shipping conditions. This was deduced due to risk documents and investigation results. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a bug was found within one of the tubesets.

Event description:
It was reported that a bug was found within one of the tubesets.